Manufacturer narrative:
The manufacturer's investigation is ongoing. Further details will be provided in the final report.

Event description:
It was reported that during a hexapod isocentre calibration, the iviewgt imaging arm was retracted and whilst part-way through folding into the closed position, the cradle and mid arm sections uncontrollably extended. The gantry was at 180 degree and the arm was approximately 45 degree through the folding action. There were no injuries reported.

Manufacturer narrative:
Initial analysis suggested two causes a: belt slips/jumping b: lock solenoid pin dislodge/disengaged. Studies showed if the solenoid locking pin was not engaged or became dislodged from the slot, it's possible the brakes are not sufficient to prevent the middle arm or cradle from moving or arrest an arm in motion, and the belt that links the middle arm and cradle to the drive and braking mechanisms can jump teeth, allowing movement. A visit to the customer site was conducted on 02-feb-2016. Upon inspection of the solenoid limit switch pcb, it was observed that the switch was incorrectly set up and it was possible for the round tip of the solenoid pin to not fully clear the slot. In this scenario it is possible for the pin to disengage from the slot. It was not possible to replicate the fault, however for the issue to occur a fault must be present in that the solenoid pin dislodges from the cradle locking slot, and the brake/belt mechanism does not have sufficient holding power to hold the cradle and middle arm, allowing the cradle to extend. Two independent faults are required for this failure to occur, and in normal operation the solenoid pin and latching arm are sufficient to hold the arm in the desired position. Risk assessment: two independent faults are required for this failure to occur, and in normal operation the solenoid pin and latching arm are sufficient to hold the arm in the desired position. In a single fault (e.g. If the solenoid pin fails) the risk increases, and therefore must be considered as a single fault. Severity: if the panel were to impact with a patient this would cause a major injury. Likelihood of harm: the probability the hazard resulting in harm is dependent on the gantry angles and requires the patient to be on the table, and is therefore considered unlikely. The iviewgt IFU state not to open or close the panel at 180degrees +/- 45degrees, especially when a patient is on the table. The xvi IFU does not specify the same recommendation, therefore does not rule out the possibility a user may choose to open/close the gantry positions. These factors combine to give a likelihood of remote. Therefore th risk value based on major/remote is calculated as tolerable.

Manufacturer narrative:
A visit to the customer site was conducted on the 02-feb-2016. Upon inspection of the solenoid limit switch pcb, it was observed that the switch was incorrectly set up and it was possible for the round tip of the solenoid pin to not fully clear the slot. In this scenario it is possible for the pin to disengage from the slot. Had this failure occurred with a patient on the precise table and the geometric set up been in such a way that the panel came into contact with the patient this would result in a major injury. This could happen at gantry andles between 180±30 for iview gt and 90±30 for xvi. It was not possible to replicate the fault, however for the issue to occur a fault must be present in that the solenoid pin dislodges from the cradle locking slot, and the brake/ belt mechanism does not have sufficient holding power to hold the cradle and middle arm, allowing the cradle to extend. Two independent faults are required for this failure to occur, and in normal operation the solenoid pin and latching arm are sufficient to hold the arm in the desired position. It should be noted that even when the switch was set to the worst case position the solenoid pin failure could not be reproduced. Along with the 2 independent failures in order for this to cause harm to a patient then the failure must occur at specific angles (180±30 for iview gt and 90±30 for xvi). Information gathered from clinical specialists suggest that folding and retracting the panel while the patient is on the table is infrequent. The iviewgt instructions for use also state not to open or close the panel at 180±45[?] Combining all these factors elekta rate the likelihood of harm to be improbable. Combining all these factors the likelihood of harm is rated improbable. A major and improbable cause calculates a tolerable risk value. The manufacturer is currently investigating whether there could be improvements made to the corrective maintenance manual or the test requirements specification which would clarify the importance of setting the micro-switch on the solenoid correctly.